Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii devices did not work properly. One device did not load properly as the package was bent and appeared damaged. Two heartstring iii seals did not deploy properly. The hospital did not report any pt effects.